Event description:
It was reported by the hcp that during a transurethral needle ablation of the prostate the handpiece broke and the needles would not retract. The procedure was completed using another handpiece. No serious injury to the patient was reported.

Manufacturer narrative:
(B)(4). Final device analysis determined a reliability non-conformance on the handpiece. The posts on the needle blocks had broken off, causing the needles to fail to retract.